Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer stated their blood glucose level would go up to or over 400 mg/dl. They would do a complete infusion set change. The customer had symptom of being thirsty. They treated with the insulin pump. The customer¿s current blood glucose level was 99 mg/dl. Troubleshooting was performed. The insulin pump passed the high-pressure test. They were advised that the insulin pump was working as designed. The device will not be returned for analysis.